Manufacturer narrative:
During the treatment of a wide neck cavernous carotid aneurysm there was resistance during advancement of the enterprise vrd ((B)(4), lot 1425623) through the prowler select plus ((B)(4), lot unavailable). The prowler and enterprise were removed as a unit and a competitive device and different microcatheter were used for treatment without incident. There were no adverse events associated with the event. A constant and dedicated flush was maintained at all times, and the mc was not re-shaped. The prowler microcatheter (mc) was advanced past the aneurysm and the enterprise system was loaded into the catheter per the instructions for use. The stent was then advanced approximately half way to the end of the catheter where resistance was met. The stent would not advance further. No additional force was utilized at anytime to advance the enterprise system to the desired site. The stent was not deployed in the patient. After removal, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), distal tip (unravel, stretched, kink, bend, fracture, separated, etc), stent distal tip (unravel, stretched, kink, bend, fracture, separated, etc) or mc, and the stent was recaptured in the delivery system. The stent was saved for return, but the microcatheter was not saved. The lot number of the prowler select plus and the device is not available; therefore no conclusion can be made regarding the impact of the microcatheter on the inability to fully introduce the enterprise vrd. No corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00247 & 1058196-2011-00248.

Event description:
This occurred during the treatment of a patient with a wide neck cavernous carotid aneurysm. A prowler select plus (product code 606s-255x, lot unavailable) microcatheter was advanced past the aneurysm and the enterprise stent (product code enf453712, lot 1425623) was loaded into the catheter per the instructions for use. The stent was then advanced approximately half way to the end of the catheter where resistance was met. The stent would not advance further. The stent was not deployed in the patient. The system was removed and the patient was treated using a competitive device without incident. After the event, the microcatheter and enterprise system were removed as a unit, and a different microcatheter was required for competitor's stent. The stent was saved for return, but the microcatheter was not saved. A constant and dedicated flush was maintained at all times, and the microcatheter was not re-shaped. At any time during the event, no additional force was utilized to advance the enterprise system to the desired site. After removal, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), distal tip (unravel, stretched, kink, bend, fracture, separated, etc), stent distal tip (unravel, stretched, kink, bend, fracture, separated, etc) or microcatheter, and the stent was recaptured in the delivery system. There were no adverse events associated with the device failure. No further information was available.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00247 and 1058196-2011-00248. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.